Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. Wound infection. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via journal article: title: unplanned admission after day-case haemorrhoidectomy: a retrospective study. Author: pik yan chan,1 monica pik lin lee,1 hester yui shan cheung, 2 chi chui chung2 and michael ka wah li. Citation: asian journal of surgery (2010); 33:203-207. This study aimed to identify the factors associated with unplanned admission following day-case haemorrhoidectomy. This study was a retrospective review of the outcomes of 243 patients (129 male and 114 female; age range: 22-80 years) who underwent elective, intended day-case haemorrhoidectomy between january 2005 and december 2009. Excisional haemorrhoidectomy was performed in 167 patients; the remaining 76 underwent the stapled procedure. For patients undergoing the stapled procedure, a pph 33 circular stapler (ethicon) was used. Reported complications included post haemorrhoidectomy wound infection (n-?), post haemorrhoidectomy bleeding (n-?), and anal wound pain (n-?). In conclusion, good operation listing and the use of general anaesthesia are recommended in the practice of day-case haemorrhoidectomy.